Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump error 49 (history pointers failed. The history pointers are corrupted), pump error 24 (this alarm is generated when a power failure is detected), device failed in self test due to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Found the damage on battery tube side and it was affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 24 was found on 10/19/2025 18:30:00.000. Line=2189 file=33. Pump error 49 was found on 10/19/2025 12:59:07.000 through 10/19/2025 19:06:46.000, with several alarms noted. Line=691 file=39. The unit passed displacement test, sleep current measurement test, and active current measurement test. However, during testing, unit failed self-test after pump error 75 was displayed. Additionally, upon multiple battery reinsertions, persistent pump errors 68, 49, 23 were displayed before returning to the default home screen. The power management tool revealed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range, displaying abnormal behavior. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. However, moisture damage was found on the electronic stack, leading to the alleged anomalies. Isolate to electronic assembly. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, missing display window/cover, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 24, 49. And failed device test were confirmed when pump errors 24 and 49 were found in download history files, in addition to the unit failing the self-test. Customer allegations of cracked case battery compartment were also confirmed when cracked case (battery tube) was noted during visual inspection. Additionally, pump error 75 was displayed after unit failed self-test, in addition to pump errors 68, 49, and 23 being persistently displayed upon multiple battery reinsertions. Customer allegations of moisture damage were confirmed when moisture damage was found on electronic assembly during deconstructive analysis, leading to the noted anomalies. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.